Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a device turned off could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca(B)(4).

Event description:
The customer reported that tpn and lipids were infusing. The IV pump was observed by staff to be running at change of shift around 1900. At approximately 2000 the pump was noted to be off, with no tpn and lipids infusing. The nurse attempted to turn on the pump without success, then attempted to plug the pump into a new outlet, still without the machine turning on. A new device had to be brought in and set up, and subsequently the patient did not receive IV fluids for approximately 90 minutes. There was no report of patient harm.